Event description:
It was reported that the pt heard 2 tone alarm intermittently (every 10 min) (B)(6) 2010 and (B)(6) 2010 and felt a vibration from the pump. Pt also felt intermittent nausea. Pt went to the hospital and had oral medications which alleviated her symptoms. Interrogation of the pump logs revealed recurring motor stall over those 2 days. Pt was placed on oral medications and the pump was replaced (B)(6) 2010. The pump contained hydromorphone at a concentration of 8.0 mg/ml and a daily dose of 4.5 mg/day, bupivicaine at a concentration of 8.0 mg/ml and a daily dose of 16.87 mg/day and clonidine at a concentration of 300 ug/ml and a daily dose of 168.74 ug/day. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.